Event description:
The patient reportedly has a narrow inner auditory canal and microcephaly. The patient reportedly only received facial nerve stimulation from their cochlear implant. The patient's ci device as explanted. There are no plans to reimplant this patient.